Manufacturer narrative:
Information not provided. Evaluation summary: the analysis site found that the control module pump is causing the unit to display the error codes and also caused the intermittent power issues and a burning smell. The site replaced the vacuum pump to correct the customer complaint. The control module was serviced, then functionally tested, and was found to operate properly.

Event description:
The customer reported that the system displayed a vacuum error code during a breast biopsy procedure. In addition, the power operated intermittently and a burning smell was apparent. The procedure was completed with no consequence to the pt. The device was returned for service and repair.